Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 , the reporter contacted animas and reported that call service alarm [xxx] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.¿

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: the alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; .the cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the bb/alarm history..the error is resident to flash chip (u39). Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Abb cover damaged/punctured.